Event description:
Revision surgery - the patient was lifted at nursing home incorrectly; causing the patient to dislocate.

Manufacturer narrative:
The reason for this revision surgery was dislocation after 2 months and 10 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 95 prior complaints against this part number that has 11 similar failure mode pertaining to "trauma." This is the first complaint for the incident lot number lot# 869c1243. The root cause for the dislocation was reported as trauma caused by incorrect lifting at nursing. There are no indications of a product or process issue affecting implant safety or effectiveness.